Event description:
It was reported that the obsolete system has always produced significant artifact and continues to do so. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8 253200, serial/lot #: (B)(6), UDI#: (B)(4). H6: img code for product ID: 8253200 is: g02005 manufacturing date: 2018-12-05. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the procedure was completed using nim vital.

Manufacturer narrative:
H3: analysis found that there was no fault found with the device. B5: additional information is received. H6: codes are updated. Previously applied fdm b21, fdr c21, fdc d16 codes no longer applicable. The analysis for product ID (B)(4) : unit presented with worn wave washers, torn fuse decal, torn fuse o-rings, cracked lid, broken enclosure standoffs and defective pcba. The codes fdr: c07, c0601, c0201, c0706 and fdc: d02 belongs to product ID (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.